Event description:
The customer reported a leak from the lh 500 hematology analyzer. The customer indicated that the instrument generated "ambient temperature out of range" error messages at the end of instrument startup. The customer stated that approximately 5 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated, as the event occurred during startup, and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed that cleaner reagent was leaking from the I-beam tubing at pinch valve pv37. The fse stated that fluid then leaked onto the peltier damaging the module. The fse replaced the tubing and the peltier module to resolve the issues. The fse verified the repairs as per established procedures and the results met published specifications. Results: failure mode of the "ambient temperature out of range" error message is attributed to the peltier module which was damaged by the leak from pinch valve pv37. (B)(4).